Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to blood glucose levels over 600 mg/dl and ketones. The customer was unable to keep any fluids down. It was reported that the insulin pump was not delivering insulin properly, and it was not alarming no delivery. The mother declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.